Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific and reported as a medical device report when the event occurred. It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. One (1) day post procedure the closure device embolized out of the laa. The patient underwent open heart surgery to remove the closure device and a heart valve repair was performed.

Manufacturer narrative:
Date of event - the event date was not reported; therefore, the aware date was used as an estimate.